Event description:
Additional information received indicated the device was not explanted and replaced prophylactically but replaced due to normal elective replacement indicator (eri) with no allegation of malfunction. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. No adverse health effects were reported. Further information was requested but is not yet available.

Manufacturer narrative:
Additional information: e1 and e3.